Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that following the implant procedure, the amplitude measurements of the right ventricular (rv) lead decreased from 10mv to 4mv in a short period of time. The impedance and threshold measurements remained appropriate. The physician elected to reopen the pocket and explant the rv lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed induced damage 28-41 cm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations.